Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys / expiration date: 28-feb-2020 / serial#: (B)(4) UDI #: (B)(4). Manufacture date: 05-sep-2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) a cardiac perforation occurred. The device was deployed two times. Because no satisfactory threshold was obtained in the mid septum and high septum, the device was implanted in the low septum. It was noted that the patient¿s heart was relatively small, and the physician was aware that there was a high possibility that the implantation site which was judged as the septum was close to the free wall. There was a possibility that one of the tines protruded into the epicardium. Post implant the patient experienced chest pain and shortness of breath. The ipg threshold increased and a cardiac tamponade occurred. A pericardiocentesis was performed and 120cc of pericardial effusion was identified. The patient was deceased one week post implant procedure. The physician confirmed that the cause of death was pericarditis accompanied by infection. The infection was suspected to be caused by the drainage which was performed for tamponade. (B)(6) was detected as a result of pathological diagnosis.